Manufacturer narrative:
The surgeon believes that the patient has extremely high csf pressure, possibly even hydrocephalus, that caused the dura to expand dramatically when the patient stood up causing the rubbing on the coflex. This has been further confirmed with the difficulties he has seen when trying to repair the small holes that originally formed. Discussion with the cmo revealed that this incident was not caused by malfunction of the device.

Event description:
The surgeon originally implanted the coflex. The case went very well and there were no complications. One week later, the patient formed a csf leak which did not occur during the original procedure. They brought the patient back iin to repair the leak and found two holes in the dura along both edges of the coflex device. It appeared that the implant was rubbing on the dura and ultimately wore two holes in it. During the original procedure, the surgeon had very specifically confirmed that the implant was 1-2mm off the dura. The holes in the dura were fully repaired and the coflex was removed, but they needed to be repaired again as the original holes had elongated beyond where they were originally repaired. The surgeon believes that the patient has extremely high csf pressure, possibly even hydrocephalus, that caused the dura to expand dramatically when the patient stood up causing the rubbing on the coflex. This has been further confirmed with the difficulties he has seen when trying to repair the small holes that originally formed.